Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
Imp # (B)(4).

Manufacturer narrative:
The device was returned to resmed design house for an extensive engineering investigation.the reported power fault was confirmed and reproduced on the returned unit. The investigation determined that the device fault was due to an isolated electronic component failure. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable.(B)(4)